Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and post procedure the bwi product analysis lab found that the side port was broken. During the procedure, a visualization issue occurred. The device was recognized by the carto but it was not visualized on the carto system. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed that the side port of the device was found broken. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device number lot 60000226 and no internal action related to the complaint was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).